Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd insyte¿ autoguard¿ shielded IV catheter needle broke off/detached in the patient's arm, and 911 was called to have the patient transported to the emergency room for inspection. The following information was provided by the initial reporter: "customer believed a part of the needle was stuck in patient's arm. Had to call 911 and have them transported to the emergency room for inspection".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that part of the bd insyte¿ autoguard¿ shielded IV catheter needle broke off/detached in the patient's arm, and 911 was called to have the patient transported to the emergency room for inspection. The following information was provided by the initial reporter: "customer believed a part of the needle was stuck in patients arm. Had to call 911 and have them transported to the ER for inspection."